Manufacturer narrative:
Customer complaint notes, stated moisture under screen. Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with cracked belt clip slot, broken battery tube threads, stained end cap sticker and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack and the screen has some darker shadowing. Customer stated there was moisture under the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.